Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the point of care unit front case assembly with keypad is being replaced. There was no patient involvement.

Event description:
It was reported that the point of care unit front case assembly with keypad is being replaced. There was no patient involvement.

Manufacturer narrative:
Addition/ correction: this file is a duplicate report. The serial number (B)(6) has been reported under 2016493-2020-15197. H3 other text : file is a duplicate report.